Manufacturer narrative:
UDI (ui): (B)(4).

Event description:
During crt replacement, there were difficulties tightening the set screw to secure the lead. Following several attempts, the lead was able to be securely fixed within the device. The electrical parameters were all good and the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.